Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02407, and #3005099803-2010-02410 for a description of the other devices. It was reported to boston scientific corporation that a resolution clip device was used during a post polypectomy hemostasis procedure. This report is for the first device. According to the complainant, the patient underwent a sigmoid polyp removal; bleeding occurred due to the polypectomy, but the bleeding was considered normal for this type of procedure. The physician decided to place a resolution clip to stop the bleeding. The clip was clipped on the tissue. However, the clip would not release from the catheter so it had to be pulled off of the tissue; no additional bleeding was caused by pulling the clip off of the tissue. They attempted to use a second resolution clip device. They placed the clip into position, and opened and closed the clip a couple of times, but the clip would not release from the catheter; the clip never attached to the tissue. A third clip was used, and had the same issue as the second clip. The procedure was stopped, and the patient remained overnight for observation. The bleeding stopped on its own. The patient was reported to be in stable condition.

Manufacturer narrative:
The returned resolution clip device was evaluated. Upon investigation, it was noted that the clip assembly was fully deployed, and returned with the device. It was also noted that one of the prongs was bent backwards; there was also a kink near the handle. The control wire was separated per design. As evident by the kink in the control wire, the user may have exceeded the design limits of the device during use. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02407, and #3005099803-2010-02410 for a description of the other devices. It was reported to boston scientific corporation that a resolution clip device was used during a post polypectomy hemostasis procedure. This report is for the first device. According to the complainant, the patient underwent a sigmoid polyp removal; bleeding occurred due to the polypectomy, but the bleeding was considered normal for this type of procedure. The physician decided to place a resolution clip to stop the bleeding. The clip was clipped on the tissue. However, the clip would not release from the catheter so it had to be pulled off of the tissue; no additional bleeding was caused by pulling the clip off of the tissue. They attempted to use a second resolution clip device. They placed the clip into position, and opened and closed the clip a couple of times, but the clip would not release from the catheter; the clip never attached to the tissue. A third clip was used, and had the same issue as the second clip. The procedure was stopped, and the patient remained overnight for observation. The bleeding stopped on its own. The patient was reported to be in stable condition.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)